Manufacturer narrative:
Additional FDA product codes include: dsb plethysmograph, impedance qms- adjunctive open loop fluid therapy recommender dqe- catheter, oximeter, fiber-optic dqk- computer, diagnostic, programmable mud- oximeter, tissue saturation fll- thermometer, electronic, clinical qaq- adjunctive predictive cardiovascular indicator. . No product will be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was completed and all manufacturing inspections passed with no non conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported, that during use, the map on the cai tile displayed on this hemosphere alta monitor was inaccurate. The map displayed in the map parameter tile was around 85 while cai map was 44. The cai map did update and change over time but continued to stay around half of the expected map value. This issue occurred after the pressure cable became inadvertently disconnected, during cardiopulmonary bypass. To troubleshoot, the rep attempted to disconnecting & reconnecting all cable connections with no success. There was no patient injury and the device will not be returned as it is still in use.